Event description:
The customer reported via the sales rep that the left side of the track support failed and then the right, resulting in the tracks folding up. It is further reported that there was no adverse consequences. The alleged incident could not be duplicated by stryker field service. Upon investigation, no problem was found with the stair-chair.